Event description:
Additional information received indicated that patient¿s leads were explanted and replaced on (B)(6) 2021 with a paddle lead. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient is still experiencing autoreducing due to the high impedance. As result, the patient may undergo surgical intervention on a later date.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 during which impedance test on the extension and leads showed high impedances on all contact. As such, the extension was explanted and replaced with a new extension (related manufacturer report number: 1627487-2021-13667). Nothing was done on the lead. Reportedly, high impedances on the implanted leads remained but a company representative was able to program around them.

Manufacturer narrative:
Event date is estimate.

Event description:
Related manufacturer report number: 1627487-2021-12727. It was reported that the patient was experiencing ineffective stimulation due to high impedance on the implanted leads. As result, the patient may undergo surgical intervention on a later date.